Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 200 ohms during a device check. Four months prior, the shock impedance had been 89 ohms and none of the former daily measurements were above 121 ohms. At the time of the device check, the shock impedance was out-of-range in all configurations except for the rv to device configuration. This configuration stayed within the normal range even during isometrics. Boston scientific technical services (ts) provided programming options. This product remains in service. No adverse patient effects were reported.